Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found that the plug unit was broken which resulted in a b30 communication error. The cause of the broken plug was likely due to one of the following; the earth wire system was not connected, insertion/removal of the scope connector while the system was powered on, dirt/fluid adhered to the scope connector contacts, or water had invaded the device. Water invasion could occur from the following; stress accidentally applied to the open venting connector while the subject device was underwater, foreign material such as fragments of a cleaning tool were caught in the valve of the venting connector not allowing it to close properly, the leak test air tube was broken/inadequately connected or packing at the reprocessor/leak test air tube was broken, the device was immersed in reprocessing fluid with the sterilization cap attached, the connector cap on the leak tester was attached to a wet venting connector, or the leakage tester was attached/detached while underwater. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information: please read before use: warnings and cautions: disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to the failure of the imaging unit, the screen went black and no image was displayed. Due to the loose insertion tube, there was rattling at the connection between the insertion tube and the operation part. The adhesive of the bending section cover was missing. Scratches on the light guide cover was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.